Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the distal half of the stent was damaged and stretched over the distal markerband. The proximal end of the stent was still in place. The maximum crimped stent profile was within specification. The product stent protector was not returned for analysis with the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and crimp duration for the device all are within the specified range. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact (B)(4).

Event description:
It was reported that stent damage occurred. 32x3.00mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the nurse noted that the stent was completely pulled apart. The procedure was completed with another of the same device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x3.00mm synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the nurse noted that the stent was completely pulled apart. The procedure was completed with another of the same device. This product is only ous approved but it is similar to an approved us device.